Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 ven tilator went into backup ventilation mode and the screen became frozen. A review of the logs confirmed the reported backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed ventilator logs and noted a background diagnostic code "exhalation pressure out of range (oor)" indicating the device had entered into back up ventilation (buv). Sp performed extended self test (est) and short self test (sst) to clear the code. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The likely cause of the reported event was a transient exhalation pressure reading out of range. The event is included in a data mo nitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator went into backup ventilation mode and the screen became frozen. There was no patient injury.